Event description:
It was reported that during implant when the right ventricular (rv) lead was positioned it exhibited appropriate parameters through the pacing system analyzer (psa) but when it was tested through the implantable pulse generator (ipg) the rv lead exhibited a decrease in r waves and no capture at high output. After several attempts the physician again obtained optimal parameters through the psa, but when connecting to the ipg the rv lead exhibited intermittent capture. The physician disconnected the ipg and tested again through the psa with the lead in the same position and all the parameters were all acceptable. When the rv lead was connected to the ipg again it exhibited intermittent capture even when the pulse width was extended. The physician moved the lead again (after several attempts) and connected to a new ipg. All measurements through the new ipg were satisfactory, and post-implant checks were ok. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.